Event description:
It was reported that the physician¿s handheld was not retraining a charge and died after each use. A new replacement device was provided. The handheld and related software was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld and software/flashcard performed according to functional specifications.